Manufacturer narrative:
Method: visual inspection; device history review; complaint history review; risk assessment; results: the device was inspected and it was found returned in 2 pieces. The screw had fractured at the thread body. No relevant manufacturing issues were identified as all units met stryker specifications. Conclusion: the root cause of the event is determined to be fatigue fracture due to falling of the patient.

Event description:
It was reported that; the doctor reported to sales rep that two out of four implanted screws had been found broken after 2 years from the initial surgery - (B)(6) 2015. A revision surgery is scheduled within 2 weeks.

Manufacturer narrative:
Catalog# 03821550, lot# b46059.

Event description:
It was reported that; the doctor reported to sales rep that two out of four implanted screws had been found broken after 2 years from the initial surgery - (B)(6) 2015. A revision surgery is scheduled within 2 weeks.

Event description:
It was reported that; the doctor reported to sales rep that two out of four implanted screws had been found broken after 2 years from the initial surgery - (B)(6) 2015. A revision surgery is scheduled within 2 weeks.